Event description:
It was reported that this subcutaneous implantable cardioverter defibrillator (s-ICD) system had a stored treated episode that was requested for review. It was noted that the delivered shock may have been inappropriate. No additional adverse patient effects were reported. Currently, this s-ICD system remains in service.